Event description:
It was reported that the patient experienced impaired healing of her right burr hole incision site following a deep brain stimulation (dbs) implant procedure. The patient went to the emergency department due to the lead protruding from the right side of the scalp and was administered strong antibiotics. Several days later, the patient underwent a lead revision procedure where the wound was thoroughly cleaned with antibiotic wash and saline solution, and the leads were repositioned away from the burr hole and incision site. The patient was doing well postoperatively. A culture was taken; however, the physician assessed that infection was unlikely to be found due to the antibiotics the patient had been administered. The physician further assessed that the likely cause of the issue was an improper closing of the incision site during the implant procedure, as the leads were looped over the burr hole and directly under the patient's incision site. It was also noted that stainless steel dog bones were used to secure the leads, not boston scientific burr hole covers.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7096310.

Event description:
It was reported that the patient experienced impaired healing of her right burr hole incision site following a deep brain stimulation (dbs) implant procedure. The patient went to the emergency department due to the lead protruding from the right side of the scalp and was administered strong antibiotics. Several days later, the patient underwent a lead revision procedure where the wound was thoroughly cleaned with antibiotic wash and saline solution, and the leads were repositioned away from the burr hole and incision site. The patient was doing well postoperatively. A culture was taken; however, the physician assessed that infection was unlikely to be found due to the antibiotics the patient had been administered. The physician further assessed that the likely cause of the issue was an improper closing of the incision site during the implant procedure, as the leads were looped over the burr hole and directly under the patient's incision site. It was also noted that stainless steel dog bones were used to secure the leads, not boston scientific burr hole covers.